Event description:
Pt suffered transverse fracture of femur, just below distal tip of an aml hip stem. Dr used dall miles cable and sleeves & above described plate. Prior to case dr. Observed what he thought could be a tumor on femur. He sent the pt to another physician who revised the hip to a long stem (cemented) & removed the fractured plate. Pt gave one half (1/2) of plate back to the original dr. Claiming, it was defective. The dr then gave the plate to me.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.